Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
Pt reported the infusion device displayed an e8 power interrupt error and that the infusion device was "blocked," there were display problems, and the protective rubber was worn down. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval, and the complaint could not be verified due to mishandling of the product. The soft components of the up button were heavily worn down. Moisture entered the infusion device and damaged the electronics. The e8 power interrupt errors were due to the liquid ingress. The up button was pressed flat, and that led to an unclearable e8 power interrupt error. The infusion device did not start-up properly, and this led to the "blocked" infusion device and display problems.